Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check discovered by customer, the cs300 intra-aortic balloon pump (iabp) unit's monitor sometimes flashes and does not turn on. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and found monitor does not turn on. In order to fix the issue fse done disassembly of monitor and cleaning of pcb board contacts, color video receiver. Battery maintenance performed. Operation tests performed with positive results.